Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension. On (B)(6) 2017, a secondary procedure was performed for an unknown reason. During the secondary procedure an afx vela suprarenal was implanted. No additional event or patient information is available.